Event description:
It was reported that the device was used during a IV insertion. It was reported that the safety feature did not activate and the clinician sustained a needlestick. The device was disposed of in the sharps container.